Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient had a fall. It was suspected that this right atria (ra) lead had fracture. Noise was noted and loss of av synchrony was detected. No adverse patient effects were reported. This ra lead remain in service. No further information is available.